Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during an atec procedure on (B)(6) 2024, the system had reduced saline flow. The needle was tested correctly. The lack of lavage caused a hematoma in the patient´s breast. The procedure was completed successfully and no additional incision were made. The console was returned and investigated it was observed that the pressure switches and air motor pressure were out of calibration. A preventive maintenance was performed, calibrated and tested. No other information available.